Event description:
Patient's father contacted dexcom technical support on (B)(6) 2013 to report that on (B)(6) 2013 patient experienced a hardware failure. Dexcom technical support advised patient to reset device. Patient's father said he will try a reset on his own since at the time of the call he did not have the receiver with him. Patient never called back.